Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged and the pump experienced an unexpected shutdown as a result. Customer¿s blood glucose (bg) level ranged from 430 mg/dl to "high" (specific bg value was not provide). Reportedly, the customer administered a manual injection to address elevated bg level. The customer reverted to an alternate method of insulin therapy.